Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump went into a threshold suspended state while his blood glucose was 119 mg/dl and his sensor was giving a reading of 73 mg/dl. Nothing further was reported.